Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. The facility sent an incident forms and photos of the injury. A lumenis healthcare and clinical director evaluated the incident form & photos and concluded "in regards to the provided patient and treatment the skin condition and/or skin type seem to be adequate. The parameters used for the treatment are beyond the manufacturer's guidelines as lumenis does not recommend combined use of high energy with high density (ref. Resurfx clinical guidelines, user's manual). The patient was first treated on (B)(6) 2019 with recommended settings of 35mj and 300 ¿beams/cm² and this did not lead to any adverse event. On (B)(6) 2019, the date of event, the patient was treated with completely different settings of 50mj and 400 ¿beams/cm², with biggest scan size. The operator describes a "treatment over the indentations then all over" which may lead to a conclusion of a "double pass". Patient photographs display uneven overlapping of the scans. The patient's mother describes that no aftercare information got provided while a consent form got signed in which the patient agreed that pre and post care instructions have been discussed and completely clear to her. There is no information about a test patch being performed prior to the last treatment. The day after the treatment, the patient's face got very swollen and from there, rather than escalate to the treatment provider they approached a hospital instead. The patient returned to the hospital 4 times during which she got prescribed: amoxil, high spectrum antibacterial agent with an "ointment", hydrocortisone for 3 days, fexofenadine antihistaminic drug with potential side effects of fever (whether the fever experienced by the patient has been induced by the drug or by the infection remains unclear). The hospital described the adverse event as "impetigo". The most common cause of impetigo is staphylococcus aureus. Classic signs and symptoms of impetigo involve red sores that quickly rupture, ooze for a few days and then form a yellowish-brown crust. In subsequent visits, the description of "dried cream", "dried serum" was mentioned but it is not clear whether this relates to oozing crusts. The photos provided revealed 'flaking of the skin' in some areas as part of the healing process. It cannot be established whether the event will lead or not to any permanent impairment. In conclusion, the patient sustained a 'serious' injury that required medical intervention. 'Impetigo' is not likely to induce scarring when handled properly. On 24-june-2019 a lumenis service engineer visited the site and examined the system. The engineer examined the m22 system and resurfx moded. Visual inspection of the resurfx head and umbilical was found to be 'all okay'. The engineer checked the tip for damage; the tip was found to be in good condition. Cooling system and coolant level were good. Head tip temperature reading was 9degc (nominally 7-13degc). The engineer performed a beam shape and density check onto thermal paper. All shapes were correct. The engineer carried out energy checks into external power meter; all readings were consistent. The engineer was unable to duplicated any energy/power out of range. Lumenis country manager contacted the customer and informed them that the lumenis view and feedback on his report is that they used too high fluency and density without doing a patch test at those settings. Although admitting that the treatment settings were high, the customer had "no knowledge of what the patient did following the treatment that could have possibly had an effect." Based on the information provided by the user facility and the recent service report, lumenis has determined the most probable cause of this event to be the result of user error.

Event description:
A user facility reported that one (1) patient sustained burns to the face following treatment with lumenis m22 laser.